Manufacturer narrative:
The previous 3500a form for manufacturer report number (B)(4) had the incorrect trackwise autonumber (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro 2 adapter cable would work intermittently. The hospital did not report any patient effects. (Related complaint: manufacturer report number (B)(4).

Manufacturer narrative:
The device was returned to the factory for evaluation. The device showed signs of clinical usage and no evidence of blood. A visual inspection was conducted. No defects were observed. The device was returned to the factory for evaluation. The device showed signs of clinical usage and no evidence of blood. A visual inspection was conducted. No defects were observed. The device was evaluated for connector function. The cable was able to provide a secure connection that connected and disconnected without incident. An electrical evaluation was performed. The cable adapter was tested for continuity per material specification. Plugged in connector pin 1 to receptacle pin 1 failed the continuity test. The circuit was interrupted as the cable was manipulated, indicating a break in the wiring. Based upon the evaluation results, the reported complaint was confirmed. A fir will not be issued at this time because we cannot confirm the age, sterilization or usage history of this reusable, non-serialized OEM device for which the lot number was not provided. (B)(4).

Event description:
The hosp reported that during an endoscopic vein harvesting procedure, vasoview hemopro adapter cords would not turn on. Also the power supply would work intermittently. It was later on indicated by the customer's biomed that there was nothing wrong with the power supply.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for eval. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. (B)(4).